Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and tested on an analytical e module, cobas e411 and a centaur analyzer on (B)(6) 2015. Refer to the attachment to the medwatch for all patient data. Information concerning if any result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be determined. Information for further investigation was requested, but was not provided. From the provided information, a general reagent issue could be excluded. For thyroid assays, the patient's age, gender, and other characteristics should be considered when evaluating the results. The results for thyroid assays can vary due to the different setups of all assays, the antibodies used and the variances in the reference methods.